Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the machine displayed several apl valve messages, then alarmed for 'vent fail' and automatic ventilation stopped working. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
The dispatched fse could not duplicate the problem during on-site evaluation of the suspected device. The apl valve, the vacuum pump and the ventilator lid were replaced as a precaution. The device passed all consecutive tests and was returned to use. The replaced parts were installed to a device and subject to a 48 hours test run in the manufacturer's lab. The unit did no exhibit any malfunction during this test. The visual inspection of the parts after complete disassembly produced no findings as well. The evaluation of the log file revealed the presence of several error entries indicating that the vacuum pressure dropped intermittently to "0". Since the fse reported that all hoses of the vacuum circuit were properly attached when the device was examined, the only reasonable explanation would be a sporadically occurring error condition of the vacuum pump. If the vacuum pressure is insufficient, the apl bypass valve is not being opened when the respective trigger information is being produced by the system during control of the ventilation cycle. The observed alarms in regard to apl valve problems are the consequence. Due to the fact that the vacuum is also necessary to maintain the correct position of the ventilator diaphragm, the subsequent device response was to shut down automatic ventilation to prevent from serious damages to the workstation. Dräger finally concludes that the system responded as expected upon the sporadic malfunction of a single component; the replacement of this component has put back the device into fully operable condition. No patient consequences have occurred.

Event description:
Please refer to initial MFR. Report # 9611500-2016-00380.